Manufacturer narrative:
The root cause of the device not sealing is component wear causing electrical continuity failure. Based on the reported number of seals preformed (100-300) and the observed component wear, the likely cause is usage of the device beyond the recommended maximum number of cycles (70). The root cause of the reported bleeding could not be definitively determined.

Event description:
It was reported that the trinity sealer stopped sealing after 100-300+ seals. After performing as expected for the first part of the surgery, the device was cleaned. After this it was reported that the device "would not coagulate but did cut". The patient then presented an arterial bleeder. Another device was used, and the surgery was completed without incident. After the procedure, a wire protrusion was observed.